Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system would not power on. It was noted that the batteries did not display as charging and it was unknown if the viewing station of the imaging system would power on. There was no patient present when this issue was identified. It was later reported that the system was plugged into a non-operational outlet and that the batteries depleted due to the issue. Once plugged into a known operational outlet, functionality was restored. No additional information was provided.